Event description:
Customer reported that initial results for protein and blood were negative on the instrument. Second test results were positive for both protein and blood on the instrument. There was no report of injury as a result of this event.

Manufacturer narrative:
Customer indicated that the sample did not dispense properly onto the pads. The cause for the discordant protein and blood results is unknown.